Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had a blood glucose level of 270 mg/dl while her sensor had a glucose reading of 140 mg/dl. The customer stated her sensor had a calibration error and a weak signal. Standard troubleshooting was performed. The customer was advised to turn the sensor feature off then on to reconnect and calibrate her sensor. The product is not being returned. Nothing further was reported.